Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device was stuck in the vessel via social media. A rotablator 1.5mm was selected for use in a procedure for a patient with severe in-stent restenosis (isr) in the mildly tortuous and severely calcified mid-left anterior descending (lad) artery. The burr stalled and became entrapped in the mid-lad. Physician was able to remove the burr by applying great force. Upon examination outside of the patient body, it was noted that part of a previously implanted stent was attached to the burr. Pre-dilation was attempted again but was unsuccessful. A 1.25mm burr was selected for use and the procedure was completed. The patient's status post procedure was an excellent clinical outcome.